Manufacturer narrative:
Device evaluation follow-up #1 submitted 07/24/2013: the device was returned to animas and evaluated by product analysis on (B)(4) 2013 with the following results: testing was unable to duplicate 'up' and 'down' arrow buttons sticking: buttons are responsive to button presses and are functional. The keypad has no visible sign of damage. Removed keypad cover to check condition of the button contacts. No contamination or any other anomaly found. Pump was opened to check condition of the keypad flex and connector. The keypad flex is firmly seated in connector with no signs of damage or contamination visible on flex or connector. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.